Manufacturer narrative:
Missing information - device manufacture date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing speed drops to zero and that the driveline silicone cover came off. Technical services (ts) reviewed the log file and reported that it contained speed changes below the lower speed limit, pump stops, and driveline (dl) fault events. These started occurring on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring while the vad is connected to the power module & battery power. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. In order to identify the location of a potential compromise in the lead, x-rays were requested. X-ray results were received and showed no obvious area of concern. Additional information provided by the vad coordinator reported that when the patient would bend the driveline, the controller would alarm until the driveline was re-straightened. A driveline repair was performed on (B)(6) 2020. While the hospital has not reported any further issues, technical services did note one dl fault post-repair. It is important to note that dl faults are visible on the system monitor, not in the form of an alarm to the patient via the controller. Therefore, it is possible that the faults have continued and the hospital won't be aware until they have connect the device to a system monitor or downloaded a more recent log file. On (B)(6) 2020, the vad coordinator reached out to ts to review a log file containing information post driveline repair. Ts reviewed the log file and reported that there were no unusual alarms or events seen within the log file post driveline repair. There are no plans for a pump exchange as the patient is not a surgical candidate. The patient has been given a ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed damage that would have contributed to the driveline faults that were captured in the submitted log files. However, although pump stoppage events were confirmed through the review of the submitted log files, no damage that would have contributed to these events was identified through the examination of the distal end of the patient¿s driveline. Furthermore, cosmetic driveline damage was confirmed through the evaluation of the returned portion of the driveline. The submitted log files contained overlapping data from 03aug2020 through 27aug2020. The log files captured sustained yellow wrench/driveline fault alarms on multiple dates. The log files also captured low speed advisory alarms beginning on (B)(6) 2020 as well as pump stops and corresponding low speed/flow hazard alarms beginning on (B)(6) 2020 and continuing to occur intermittently through (B)(6) 2020. The low speed events and pump stoppages occurred while the patient was connected to the mpu and batteries. The patient underwent an external driveline repair on (B)(6) 2020. Although abbott technical services noted a single driveline fault alarm after the repair, the account has not reported any further issues and log file data from (B)(6) 2020 did not reveal any atypical alarms or events. The patient is reportedly not a surgical candidate and will remain ongoing on an ungrounded patient cable. Approximately 20.5¿ of driveline, serial number (B)(6), was returned. The proximal 2.5¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed or pushed back. The driveline was returned extensively wrapped in clear tape. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the clear tape, cosmetic damage to the silicone jacket was observed approximately 2.5¿, 9.0¿, and 11.0¿ from the metal connector. The clear bionate layer was discolored but was otherwise unremarkable. Breakdown of the metal braided shield was observed along the length of the returned driveline but was more severe approximately 2.0¿-5.0¿ and 9.0¿-12.0¿ from the metal connector. Initial visual inspection of the underlying wires found them to be unremarkable; however, upon further examination it was noted that the inner metal conductors of the black and red wires were observed to be completely fractured inside their intact insulations approximately 17.5¿ from the metal connector. The observed damage to these wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The black wire represents one of the two redundant wires that comprise phase 2 of the three-phase motor and the red wire represents one of two redundant wires that comprise phase 3 of the three-phase motor. The system controller monitors the current in each redundant wire pair to detect circuit conditions. When the system controller compared the current in the black and red wires to the currents in the intact brown and orange wires, the fractured conductors of the black and red wires would have resulted in the reported driveline fault events recorded in the submitted log files. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2012. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.